Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that there was a instance of suspected electromagnetic interference oversensing on the right ventricular (rv) l ead. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.